Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. The navitor was implanted without issue. There was no difficulty advancing the flexnav through the anatomy. After removing the flexnav, bleeding was observed. A stent was placed in right femoral artery. Patient remained hemodynamically stable throughout the procedure and was reported to be stable post procedure.

Manufacturer narrative:
The device was not returned for analysis. An event of hemorrhage and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported hemorrhage and vascular dissection could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.